Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a guidezilla guide extension catheter. There was blood on the device. The hypotube, collar, distal shaft and tip of the device was microscopically and tactile inspected. Inspection revealed a partial separation at the collar and a kink in the distal shaft that is located 12.5 cm from the collar. The stented balloon catheter used in the procedure was not returned for analysis, so a test device was used for functional testing. The test device was loaded into the collar of the guidezilla but could not advance past the kink in the distal shaft, due to the damage. The inner diameter (ID) of the guidezilla was measured at the distal tip. The ID was meeting specifications. A .057¿ tooling qualified mandrel was inserted through the collar with no resistance. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-00890. Reportable based on analysis completed on 08feb2017. The target lesion was located in the severely calcified coronary vessel. A 3.00 x 28 synergy¿ stent was advanced through a 145 guidezilla¿ guide extension catheter. However, the stent got caught with the guidezilla. The device was removed from the patient's body and it was noted that the stent got deformed. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed shaft break.